Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the intubation the nurse saw that cuff was broken. There was no patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was received in used conditions without original package. The returned sample was visually inspected normal conditions of illumination. A hole in cuff was detected; the complaint was confirmed. During leak testing, the sample returned was connected to leak tester machine to identify if there was any leaks. Leak on cuff was detected; the complaint was confirmed. During manufacturing, there are checks in process to assure this defect does not occur. Based on the analysis conducted in the sample provided, the root cause is the unit became damaged after it left the manufacturing facilities. No corrective action is required as there is no information if the product leaked during the pre-checked that is suggested in the instruction for use.